Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that the patient experienced a return of symptoms. The patient reported that they were in trouble the day before report and noted that they were having worse than an accident. The patient stated that it was not a paper towel accident, it was a mop. The patient noted that they had tried reading the patient manual and it made no sense, so they started pressing buttons and was trying to figure it out themselves. The patient stated that they turned it down to zero and synced with the implant using the patient programmer (pp). The patient noted that therapy was off and turned the therapy on. The patient stated that they were on program 1 at 2.0 v and noted that they felt stimulation in the correct location. The patient was advised to follow up with their healthcare professional (hcp) to discuss their symptoms. No further complications were reported or were expected.